Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was an attempted implant. It was reported that during the procedure, they were unable to secure and advance the associated atrial lead in the device header. Interrogation revealed noise and out of range atrial impedance measurements. Efforts to advance the lead using mineral oil were unsuccessful and it appeared that the tolerance in the atrial port was tight. A new device was utilized and successfully interfaced to the leads. No adverse patient effects were reported.